Manufacturer narrative:
On (B)(6) 2010, the unit was tested per quality control procedures and met all specifications prior to pt placement. The bed was returned to the service center where it was evaluated by the kci field service technician for 0 supine error. The technician determined that the fluid ingress onto a solenoid that controls bed rotation past 62 degrees caused the component to intermittently malfunction during operation. Issue was resolved by a thorough cleaning of all bed control surfaces. On (B)(6) 2010, upon completion, the bed was evaluated, tested per quality control procedures, and bed passed quality control checks. The bed met specifications and no additional faults found.

Event description:
On (B)(6) 2010, the nurse reported via telephone that unit was issuing a control error alarm. There was no reported serious injury or death with this report.